Event description:
It was reported that after installation of the perfusion system and during the first start-up, the battery light emitting diode (led) was yellow. This is considered an "out of box" failure. There was no patient involvement. Additional information from the customer: during the first start-up, the first light up the led was yellow. When checking the central control monitor (ccm) under the service menu, the device showed battery capacity was less than fifteen amps. I left the device charging for thirteen hours and checked the service menu regarding charge status. There was a marked "1" meaning the charge was on. After the specified time, the led did not turn green color and the amps did not climb more than sixteen. I decided to check the device and unplugged it from the wall and after three seconds, the device turned off completely. After I turned the device on again, the led was red.

Manufacturer narrative:
This complaint is related to the following mdrs: 1828100-2014-00398, 1828100-2014-00399 and 1828100-2014-00401. The customer is ordering replacement batteries. Additional information from the customer: I wanted to describe the problem which came to me after the installation of the system-1, all devices shipped with non-working batteries, which do not hold a charge even for a minute. After checking their multimeter, each battery showed 4.5 volts but need 12 volts, this was the first problem. The second issue, I took good batteries from other system-1 device and temporarily installed on the system-1 to check the battery charge and general settings. There were no issues, the device operated as intended.